Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with the device not working. Fluid loss was identified from the device. The ipp was replaced. There were no patient complications reported.